Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had phrenic nerve stimulation and diaphragmatic stimulation. The right ventricular lead had low pacing impedance. The lead was removed and replaced. No further patient complications have been reported as a result of this event.